Event description:
A 26mm diameter x 15mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported the pt had a contained ruptured aneurysm 3 months prior to implant of the stent graft. The pt's vessels were reported to be excessively tortuous and calcified making it difficult to access the aneurysm; however, the delivery system was inserted and the stent graft was successfully deployed. During the procedure wire support was lost leading to the bifurcated device did not extending into the common iliac artery. An attempt was made to go up and over the bifurcation via the contralateral limb in an attempt to cannulate the illiac artery, but it was not possible to get the wire to go through. The device ended up being deployed higher than intended and partially covered one of the renal arteries. Attempts to pull the stent graft down were unsuccessful. The device was converted to an aorto-uni-iliac and a fem-fem bypass was performed. It was confirmed the pt was making urine; therefore, further intervention by placement of a renal stent was not performed. No add'l clinical sequelae were reported.